Event description:
User facility medwatch report# 380017-2002-2 reports perforator used 2 times to make burr holes for craniotomy. Stopped at appropriate time. On third burr hole, perforator did not stop and plunged to blue hilt into brain, tearing dura, and macerating (contusing) brain. Significant potential for hematoma, brain surgery. Pt having surgery for tumor removal & area damaged on brain was was removed for surgical procedure.